Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: (B)(4). Exemption number: e2014031. The device was found to have not deployed. Investigation found that the device had been deactivated before the beginning of the second prime stage. The needle mechanism deploys during second prime. No drive mechanism issues were observed during investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The pod was worn for less than an hour.